Manufacturer narrative:
(B)(6); fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the airspiral heated breathing tube (hbt) as part of the myairvokit1 myairvo airspiral tube & auto-fill chamber kit is a component designed for use with the myairvo 2 humidifier (myairvo 2), for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the myairvo 2 system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube.

Event description:
A healthcare facility reported on behalf of a patient in nebraska that the airspiral heated breathing tube as part of the myairvokit1 myairvo airspiral tube & auto-fill chamber kit was found melted during use. The healthcare facility stated that the subject device was found underneath the patient's blanket. There were no patient consequences.

Manufacturer narrative:
(B)(4). Corrected data: b4, b5, d4, d10, g3, g6, h2, h5, h6. D4: complete device identification information was requested but not provided by the healthcare facility. D4, g4: upon requests from fisher & paykel healthcare (f&p) for further information regarding the reported event, the healthcare facility later stated that the myairspiral airspiral heated breathing tube was purchased separately from the myairvokit1 myairvo airspiral tube auto-fill chamber kit. Product background: the myairspiral airspiral heated breathing tube (hbt) is designed for use with the myairvo 2 humidifier (myairvo 2), for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The myairvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the myairvo 2 system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimising the amount of condensate in the tube. Method: the subject hbt was not returned to fisher & paykel healthcare (f&p) for evaluation. The healthcare facility stated that the subject hbt had been discarded. F&p's investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the photograph provided by the healthcare facility confirmed that the subject hbt was melted. The tubing of the subject hbt was observed to have been stretched. The healthcare facility stated that the breathing tube clip had not been used to secure the subject hbt, and the subject hbt was found underneath the patient's blanket and had been wrapped in the blanket during the reported event. The healthcare facility further stated the subject hbt had been in use for a period that exceeded 60 days, as advised in the myairspiral airspiral heated breathing tube user instructions. There were no patient consequences reported by the healthcare facility. Conclusion: f&p's investigation has determined that the damage to the subject hbt was caused by the subject hbt being covered for a prolonged period. The healthcare facility stated that the subject hbt was found underneath the patient's blanket and had been wrapped in the blanket during the reported event. The myairspiral airspiral heated breathing tube user instructions show in pictorial format the correct placement of the device and includes the following information: - "connect breathing tube clip to patient clothing or bedding." - "never operate the unit if the breathing tube has been damaged with holes, tears or kinks" - "do not block the flow of air through the unit and breathing tube." - "do not add heat to any part of the breathing tube e.g., covering with a blanket." - "do not allow the breathing tube to remain in direct contact with skin for prolonged periods of time." - "this product is intended to be used for a maximum of 60 day for home and long-term care facility use, provided that the myairvo cleaning and maintenance instructions are followed." All myairspiral airspiral heated breathing tubes are visually inspected and undergo functional tests, including soak and temperature, and heater wire resistance. The heated breathing tubes are 100% visually inspected using a camera system. The hbts are also tested for resistance, continuity, polarity and pitch during production. Additionally, a functional test is conducted under load. The hbt would have met the required specifications at the time of production. The myairvo 2 system is designed to comply with the electrical safety standard iec 60601-1: 2005+a1:2012. The case is composed of a flame retardant material. The surface temperature of the hbt, when used in accordance with user instructions, is designed to be within the limits specified by iso 8185 with regard to hot tube surface temperature not exceeding 44° celsius. It is an inherent risk of hbts, that additional heat (above ambient levels) added to any part of the tube via an external source or being covered with material, may lead to the tubing becoming damaged. To address this inherent risk and as is required under iso 80601, the user instructions for the myairspiral airspiral heated breathing tube include the warning "do not add heat to any part of the breathing tube e.g. Covering with a blanket. Additional "do not cover" tags are also attached to all hbts to alert the user that the hbt should not be covered. There are many safety features incorporated into the myairvo 2 system to prevent overheating and fire. These include: - the heater wires in the hbt are completely insulated from the gas path. - the pcb at the user end of the hbt is over moulded with the thermoplastic polymer polypropylene, ensuring it is excluded from the gas path. - the myairvo 2 device contains technology which detects short circuits and transient current events in the hbt. When detected, the myairvo 2 removes power to the hbt. The myairvo 2 performs this detection at any time it is turned on and connected to the hbt. This functionality is checked by the control system each time the myairvo 2 is powered up, or when a new hbt is connected. - an 'over-temperature' sensor will automatically cut power to the motor, heater plate and heater wire if it detects any overheating at the chamber or the patient end of the hbt. - the myairvo 2 device continuously checks power in the hbt and disables the heater wire if the measured power is too high.

Event description:
A healthcare facility reported on behalf of a patient in nebraska that the myairspiral airspiral heated breathing tube (hbt) was found melted during use. The healthcare facility stated that the subject hbt was found underneath the patient's blanket. There were no patient consequences.